Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Based on the clinician's medical review comments for (B)(4), "a second revision of the left knee was consequently performed on (B)(6) 2016, for ¿gross loosening of patellofemoral and tibial device¿ as reported in the records. All left knee devices were removed and replaced with biomet cemented revision devices with a satisfactory clinical result."